Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings, motor error alarm, excessive no delivery alarms and back light anomaly from the insulin pump. The customer's blood glucose reading was in the 30's mg/dl. The customer stated that the alarm occurred during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. The customer stated that the battery is low sometimes and the light would not come back on. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The motor passed the motor test. No motor error alarm, no excessive no delivery alarm and no unexpected low battery alarm. The backlight functioning properly during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.